Event description:
Reporter alleged discrepant blood glucose results of 285 mg/dl on the customers active system compared to a lab measurement of 132 mg/dl that was performed back to back. Customer stated going to the hospital for symptoms that are not related to diabetes, however, did not have the exact time between testing only that the results were back to back. Customer indicated taking normal diabetes medications prior to the hospital, however, as a result of the comparison, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Active system: active test strip lot number 22929533 with an expiration date of 05-31-07.

Manufacturer narrative:
The suspect product is the active test strips.